Event description:
It was reported that the rack pushrod was damaged, causing difficulties loading cartridges. Customer's blood glucose level was 130 - 139 mg/dl. Reportedly, the customer was able to successfully load a cartridge and resume insulin deliveries.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.